Event description:
It was reported that patient had his artificial urinary sphincter removed due to erosion of the bulbous urethra. A new artificial urinary sphincter consisting of a 4.5cm cuff, pump, and balloon were implanted.